Event description:
Original narrative indicated that yag capsulotomy was performed approximately two years after implantation of an intraocular lens. The implant date has been corrected to be 1996. Threrefore the narrative should read that a yag capsulotomy was performed approximately four years after implantation of an intraocular lens.

Event description:
A surgeon reported that a pt had a yag capsulotomy approximately two years following implantation of an intraocular lens. The patient's vision did not improve. The surgeon noted that the optic was cloudy. The lens remains implanted.